Event description:
Account contact reports: the gauze sponge is shredding when used in orthopedic cases. The product leaves shreds of gauze in the wound and the surgeon has to pick out the tiny pieces. The pt required add'l anesthesia time. There were no pts that required add'l surgery and no injury to any pts.